Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had a cracked battery compartment door, and motor service was due" was confirmed through pump power up test, visual inspection. Further investigation found the downstream occlusion (dso) sensor and camshaft/valves were defective. The motor, battery door, camshaft/valve assembly, and dso sensor were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had a cracked battery compartment door, and motor service was due¿; during device evaluation it was found the downstream occlusion sensor and camshaft/valves were defective. The event occurred during testing.